Event description:
Pt called lfs alleging that their meter was prompting the error 3 message. Pt explained the approximately 3 to 4 weeks prior to calling lfs, their meter would only prompt the error 3 message and pt was unable to obtain a blood glucose reading. Pt was seen in the ER as a result of passing out. Medical affairs specialist called pt in 10/2002 to obtain add'l info. Pt explained that they had been placing the drop of blood incorrectly on the test strip. Pt attempted to test in the morning of the day of the incident and would only obtain an error 3. Pt took them glucophage pill and did not eat anything until later that afternoon. Later that evening pt attempted to test again and was unable to obtain a blood glucose reading. Pt started feeling weak, with blurry vision, shaky, and passed out. The emt arrived and tested and treated the pt with nitroglycerine. Pt was taken to the ER. Pt could not recall any blood glucose readings obtained by the emt or the ER. Pt was admitted for 4 or 5 days. Pt explained that they were treated with an unknown IV source. The customer service rep was able to resolve the issue through troubleshooting.